Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port is faulty. There was no patient involvement at the time of the event, therefore no patient or user consequences occurred.

Manufacturer narrative:
New information received indicates there was no patient involvement at the time of the event. Describe event or problem updated. Patient information updated to not applicable. Health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port is faulty. It is unknown if the device was in use on a patient, however no patient or user harm was reported.